Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 288 mg/dl. Customer reported that the no delivery alarm was resolved by a complete set change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. However, no button error or excessive no delivery alarms were noted during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.